Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of noise present or that the programmer shut down in the middle of a session, the programmer powered up and worked as expected and interrogated with no issues however the power supply was replaced as a preventive measure. The hard drive was reconfigured and the software was reloaded and updated. The programmer then passed all final functional and systems tests. Concomitant medical products: product ID: 2292, analyzer patient cables. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise present on the atrial electrograms of the analyzer screen and that the programmer power shut down in the middle of a session. It was noted that recently it had been able to pace using cables in conjunction with the analyzer but only on the ventricular channel, the atrial channel had all noise. New cables were tried and the issue persisted. It was also reported that when disposable cables were used when attempting his bundle pacing there was also noise present, and that for this type of case they were slaving off of the hospital's electrophysiological (ep)system. The hospital replaced the power strip that the programmer was being plugged into as a troubleshooting measure however it did not resolve the issue. A biomedical engineer investigated and was not able to identify a possible source within the rooms. It was also noted that this is a recent problem, ongoing for only about a month. Both the programmer and the analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.